Event description:
Lasik surgeon did lasik, even though pt's pupils were too large and had dry eye symptoms. Now rptr can barely see at night and rptr has severe dry eyes causing severe headaches, so do so many other people rptr has come across. "Isn't it crazy that commercials on medicine require the stating of side effects at the end, while lasik surgery which can cause so many more deadly and life ruining side effects are not required in its commercials? Can you please finally do something about this before more people end up like me, hurt, injured, etc. Some people end up committing suicide. Here is another post by someone else recently: dre-eye? In response to re: do humid climates solve dre-eye? There is never an easy solution to any of this is there? I mean I cannot believe we're all just "expletive deleted." I'd like the person who did this to my eyes to experience this for a week and then see how he feels about making a pile of money at the expense of literally ruining people's lives. It is absolutely unconscionable to me, but then I am a professional accountant - and am being forced to change careers because my eyes cannot handle the problems any longer - and we have a code of ethics that we adhere to, unlike a hustler who happens to have an md behind his name. I am not saying all refractive surgeons are like this. In fact I admire one dr's commitment to the profession and concern for the pt. But it is high time something is done about some of the others. If I was simply told the truth in the beginning, I would have gladly handed over the cash to this and been on my merry way. At least I'd still have my life as I once knew it. I wasn't one of the 1% with "complications". My problems are a direct consequence of not being properly screened and warned about the increased risk of having large pupils and dry eyes. Ama and FDA: are you listening? What happened to ethics and the standard of care? The bar must be raised so that others don't have to experience this hell."